Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The keypad connector was inspected and fully locked on lcd board. Insulin pump received with broken belt clip rails noted. The test reservoir stay locked in place noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the button was not responding. Customer¿s blood glucose level was unknown. Customer reported that the number was not ramping by their own. Customer reported that the scroll bar was not moving by their own with no input. Customer reported that the there was no response from any button and need to press multiple time. The belt clip was damage. The customer was advised to discontinue the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.